Event description:
It was reported that the user experienced hyperglycemia with a blood glucose level of 400 mg/dl when a supply change on the ilet pump triggered repeated occlusion errors despite a normal-appearing cannula, and subsequent review identified air in the insulin cartridge; a guided dry run with new supplies completed successfully and glucose began to fall. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution after successful set change and restoration of insulin delivery. Investigation included customer interview, device-use review, and troubleshooting education with a guided supply change. Investigation of this case revealed an occlusion alarm in the insulin pathway and air in the cartridge contributing to interrupted insulin delivery. It was concluded that the event represented hyperglycemia of unclear cause with contributing factors of air in the cartridge and an occlusion that resolved after replacing supplies and removing air. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.